Event description:
It was reported that when the device was used during a hemorroidectomy procedure, the device fired malformed staples. Anastamosis was hand sutured, applied hemostatic agent due to excessive bleeding, and administered add'l antibiotics to prevent infection. Length of stay extended two days.